Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation a service required alarm condition indicating a pressure sensor mismatch was observed. The device's flow sensor was replaced to address the issue. The component was found to have dust or dirt adhering to the inside. Additionally, the device's blower assembly was replaced due to noise. This would not affect the device's ability to deliver therapy as designed. Several components were replaced preventatively. The device was cleaned and tested and passed all final testing.